Manufacturer narrative:
(B)(4). The date of the event was not reported. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the hub of a clearlink catheter extension set. No information was provided as to what part of therapy this occurred in. There was no patient injury or medical intervention reported. No additional information is available.